Event description:
Hcp reported infection of deep brain stimulation surgical sites. Patient presented with drainage, was treated with both IV and oral antibiotics and device explantation. MRI brain scan revealed probable glosis along dbs tracts. No abcess seen. The type of organism found was staphylococcus and mrsa. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facilitys reporting criteria will be filedevaluation summary tcp023381v no anomalies found; partial lead in segments returned for analysis.